Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up a drop in r wave sensing was observed. The lead was successfully repositioned. The patient's condition before and right after the procedure was good.